Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, checked the air supply, it was properly connected, regulator had an air leak sound; replaced air regulator and circuit check passed and the ventilator worked properly.

Event description:
It was reported that during testing a ventilator had an air supply loss on the screen during the circuit check and the circuit check intermittently passed or failed. There was no patient involvement.